Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA. The suspect product listed is the same suspect product reported on medwatch with patient identifier (B)(6).

Event description:
Reporter stated that the urisys 1100 reported a value of negative for erythrocytes while a visual read of the test strip showed a value of 250 erythrocytes/microliter. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.